Manufacturer narrative:
(B)(4). The mountaineer head to head cross connector inner screw (product code: (B)(4), lot number: bdhy8s8) was returned to the complaints handling unit (chu) on (B)(6) 2015. On one face of the set screw, three levels of its threads have been torn from the body, leaving a short, rounded edge. The threads of the inner screw may have been torn off if it was cross-threaded during insertion and then tightened, placing a great deal of force on a section of the inner screw's threads, leading to the threads tearing. In addition to the inner screw, a stray metal thread was returned. This thread bears an anodization that matches. The color of a mountaineer favored angle screw's tulip head. As such, it was added to the complaint. No information was returned for this thread in the original complaint, including its lot number or product code. The remaining parts of the sample were not immediately available from return. However, the shape and marks on the thread point to it being a single thread from inside the tulip head of a favored angle screw which was torn off when high stresses were applied to it, potentially as the inner screw was cross-threaded and tightened. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the inner screw and the unknown favored angle screw¿s threads being torn cannot be determined from the samples and the information provided. The threads of the inner screw may have been torn by inadvertently cross-threading them during insertion and subsequent attempt to tighten the screw. The thread of the unknown mountaineer favored angle screw may have been torn off as a result of the inner screw being cross-threaded and tightened, placing a high amount of force on its threads as well. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported complaint to accelerant in error. When (B)(6) was final tightening the mountaineer screw to screw set screw and locking nut the tall inner set screw ((B)(4)) stripped out on the threads and simply came out of the tulip head. Alert date (B)(6) 2015 : upon receipt was noted through visual examination that threads of the screw have been torn off. A 10 minute delay was reported. No reported adverse consequences. Intraoperative tearing of screw threads has been known to result in a delay of more than thirty minutes and in a portion of the broken hardware/torn threads remaining in a patient.